Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 04/12/2012. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, all trocars worked fine in the beginning of the procedure. In the 12mm trocar there was a constant whistling and wheezing when using 5mm ultrasonic shear in the trocar, which they did during the entire procedure. Although a very gentle usage of booth the trocar and the device in the trocar (no 'bending' etc.) There was a continuous wheezing and leakage of gas, and the gas consumption was in average 2 - 6 liter / minute during that time period. The consumption was constant during the usage of the 5mm ultrasonic, no major drop in air pressure, but a constant big consumption. When moving the camera (12 mm) to the trocar the wheezing stopped. When the 5 mm instrument was removed from the trocar and no instrument was used, the noise also ended. Total gas consumption was 364 liter, and the procedure was three hours. Not much smoke extraction or extraction from the abdomen was done. Another device was used to complete the procedure. There were no adverse consequences for the patient.